Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed, and no damage was found. Receiver charge and receiver boot were performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed relevant tests. Functional test which failed serial number verification. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and failed. Internal visual inspection failure was performed and water damage was found. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the reporter returned home from the store and found the patient sweating on the couch. The patient¿s cgm reading was 40 mg/dl, but the dexcom receiver did not alert him to the hypoglycemic state, despite the low alert threshold being set at 60 mg/dl. Emergency medical service (ems) was called, and the patient lost consciousness as they arrived. A blood glucose meter reading taken at the scene was 20 mg/dl. The patient was treated with intravenous ¿sugar water¿ and regained consciousness after approximately 15 minutes. Before ems departed, the patient¿s bg meter reading was 120 mg/dl. The patient remained at home and was reported to be ¿fine¿ at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.